Manufacturer narrative:
(B) (4) - pt selection. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device issue: did not function as expected - hemostasis. Time of device issue: during vessel closure. Adverse event: surgical hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a heavily calcified and scarred femoral artery after an interventional procedure. Reportedly, after clip deployment, "the puncture site was not completely closed" and bleeding continued. Hemostasis was achieved with surgical closure. There were no reported adverse pt effects. No additional info was provided.